Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's cable was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation, distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the pulled cables could not be positively identified, but was likely due to physical abuse. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.